Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 62.360 psi, which is outside the acceptable range of 22¿38 psi. The device also failed the 8 psi occlusion pressure test recording a pressure of 61.730 psi, which is outside the acceptable range of 0-16 psi. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. Following replacement, the device passed the 30 psi occlusion pressure test at 33.400 psi, which is within specification. Following replacement, the device passed the 8 psi occlusion pressure test at 5.100 psi, which is within specification. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 62.360 psi, which is outside the acceptable range of 22¿38 psi. The device also failed the 8 psi occlusion pressure test recording a pressure of 61.730 psi, which is outside the acceptable range of 0-16 psi. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. Following replacement, the device passed the 30 psi occlusion pressure test at 33.400 psi, which is within specification. Following replacement, the device passed the 8 psi occlusion pressure test at 5.100 psi, which is within specification. CAPA-15 was initiated to investigate the root cause of the occlusion failure mode. Reference to complaint#: (B)(4).